Event description:
The contact reported that the surgeon implanted an aq2010v 3 piece silicone lens.the lens trailing haptic tore off as the lens was pushed trough the injector during insertion into the eye. The lens was removed without enlarging the incision. No pt injury. The pt's condition/prognosis: good. The injector was the cause of the lens tear. The cartridge model that was used was a aq cartridge fp. The contact did not provide the cartridge lot number.